Event description:
Patient came back from or at approximately 1145. There was an attempt to extubate in the or, but was unsuccessful. The patient's ng (nasogastric) tube was pulled out at that time. The crna (certified registered nurse anesthetist) reinserted another ng tube before bringing the patient back, but warned on arrival that it did not seem to be in the correct place. I was not able to instill air and could not aspirate anything. The chest x-ray confirmed that the chest tube was in the base of the right lung. Ng tube was removed. The patient's oxygen saturation began dropping just after his arrival in the room. Ventilator changes were being made. Once the ng tube was removed, the saturation improved almost immediately. The doctor from the radiology called to notify that the ng tube, which had already been removed, was in the lung and that it looks like there may be a small left infiltrate. The primary doctor was notified of the infiltrate. A new ng was placed and appears to be in the stomach.